Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was undergoing planned treatment for coronary procedure and the procedure was completed by moving the patient to another room at the time of event. It was reported that the system unable to perform fluoroscopy. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that there was a leakage from braided hose. Fse replaced the cooling unit in e-cabinet. The defective part was returned to failure analysis which confirmed the cooling unit leaked at the dearating hose. After the replacement of cooling unit, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this compliant.